Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. There was no reported impact to the customer's blood glucose level. Customer was sent a replacement tandem usb cable to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.